Event description:
It was reported that the patient with this right ventricular (rv) lead visited the emergency room (ER) after experiencing shock. The device was interrogated, and the rv lead was found to exhibit high out of range pacing impedances, out of range intrinsic amplitude measurements, undersensing, oversensing noise that led to inappropriate shocks to be delivered. It was noted that the rv lead is a competitor lead. It was believed that the rv lead was fractured. Subsequently, a lead revision was performed, and this competitor lead was surgically abandoned and capped. A new lead was implanted successfully as a replacement. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).